Event description:
It was reported that balloon burst occurred. A 14-6/5.8/75 xxl balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured during the first inflation and during post-dilation of a wallstent. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that balloon burst occurred. A 14-6/5.8/75 xxl balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured during the first inflation and during post-dilation of a wallstent. The procedure was completed. There were no patient complications as a result of this event. It was further reported that the 99% stenosed target lesion and was inflated at 2 atmospheres for approximately 30 seconds.